Event description:
The consumer has allegedly fell out of the chair several times, due to it tipping forward. No injury is alleged.

Manufacturer narrative:
Info provided indicates user slid out of the chair and did not have his seat positioning strap on. Manufacturer representative had serviced the chair and the chair remains in service. Manufacturer is investigating this issue.